Event description:
It was reported via repair work order that the head siderail was stuck in a down position due to timing link was rusty. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.